Event description:
During initial manufacturing testing, it was noted that the 3vdc socket on the pump and the associated docking station were burned and melted at their corresponding connection. Though requested, no additional info was provided.